Event description:
It was reported that this right ventricular (rv) lead was repositioned as the physician felt a lot of resistance and like it was not seating further in the septum but was unable to completely retract the helix. Eventually the helix became deformed and stayed in the heart. This lead was capped and abandoned. No additional adverse patient effects were reported.